Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that patient was transplanted. Prior to the transplant, the patient had reportedly experienced intermittent elevated levels of lactate dehydrogenase (ldh) with transient spikes in plasma free hemoglobin (pfhg). The patient's medical history reported included a pump exchanged for device thrombosis (reference MFR's medwatch report #2916596-2011-00026) and alarms consistent with a "short to shield" due to a suspected percutaneous lead wire fatigue (reference MFR's medwatch report #2916596-2013-00595). The pump was explanted during the heart transplant procedure and the hospital requested an evaluation of the device.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.